Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to recurring erectile disfunction. The specific device malfunction was not provided. All components were removed and replaced. There were no complications in relation to this event.